Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for high blood glucose and the reading was 1010 mg/dl. The customer stated she was also vomiting. The insulin pump settings were correct, and the customer did not report any other issues. The customer did not want to troubleshoot any further.